Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional information: during subsequent follow-up with the customer additional information was obtained. The reporter clarified that the device was used during a left posterior cervical foraminotomy, levels c 4-5, c-5-6, c 6-7 surgical procedure. It was further clarified that the attachment device was ¿losing pressure during case¿. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a lumbar discectomy surgery , it was discovered that the attachment device ¿was not holding pressure¿. There were no delays to the planned surgical procedure as a spare device was available for use. The surgery was completed successfully with the spare device. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.